Manufacturer narrative:
On 24-oct-2024, additional information was obtained from the distributor and the initial MDR was submitted under the incorrect hospital information. Please refer to section e for corrected information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument had snapped cables. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument inspected prior to use and no damage or anything out of the ordinary was observed. The instrument did not collide with any other instrument or tool during the procedure. It was unknown if there were any issues related to opening/closing of the grips or left/right (yaw) motion of the grips or up/down (pitch) motion of the wrist. There were cables visibly protruding from the distal end of the instrument. The procedure was delayed by 3 minutes. No photographic images of the device(s) or a video recording of the procedure were available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product under the correct hospital to perform failure analysis. The mega suturecut needle driver instrument was found to have a broken grip cable at both the proximal clevis hole and the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.